Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and smart device. The date of issue is an approximate date. No additional patient or event information is available. No data was provided for investigation. The complaint confirmation could not be determined. A root cause could not be determined.